Event description:
It was reported that the table alledegly unlocks during use. There were no injuries or surgical delays reported.

Manufacturer narrative:
The table was examined by a berchtold field service tech. Visual, performance, and software examinations were performed. It was determined the cause of the alleged unlocking was related to the cpu and floor lock manifold. The cpu and floor lock manifold was replaced. Table functions as per MFR's specs.